Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a post procedure stroke, seizure, neuroleptic malignant syndrome (nms) or malignant hyperthermia (mh) and possible air embolism. The size of the biopsied lesion was 2.4 cm and located in the right upper lobe - posterior segment. Per the doctor, the patient had an air embolism which is a known procedural complication of bronchoscopies. He believed the air embolism led to the systemic stroke. During the procedure, an ion 21 gauge needle, forceps, and brush were used and the patient had a bronchoalveolar lavage. During the procedure, the patient exhibited transient st-elevations. Post procedure, the patient was generally stiff on attempts to wake up and had right-sided paralysis. A stroke code was initiated. The patient had a CT of the head; angiogram of the neck and was intubated and provided tpn. The patient was admitted to the neurological ICU, then transferred to the stepdown unit and now remains on a standard medical unit. There was no history of stroke, but the patient was a smoker and had hypertension. Labs in (B)(6) 2022: inr = 0.9, pt = 10.1 sec; bun 19 and creatinine 0.92. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complications cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 08-dec-2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event information provided was conducted by an isi medical safety officer (mso). The mso provided the following clinician assessment: "the potential reported complications include air emobolism, stroke, seizures, malignant hyperthermia and neuroleptic malignant syndrome. If a hyperthermia syndrome did occur, malignant hyperthermia is associated with anesthesia. Neuroleptic malignant syndrome is associated with antipsychotic use. Neither are associated with the ion biopsy itself. It is unclear if a stroke was diagnosed and what the mechanism might have been which includes air embolism, a thromboembolic event as well as a watershed distribution. A seizure may have been the triggering event or a sequelae of a stroke or hyperthermia syndrome. It is not possible to determine which complication or mixture of complications occurred based on the available data. Therefore, it is not possible determine a whether a complication was related to the ion biopsy. However, there was no reported malfunction of the ion system, instrument or accessories used. Malignant hyperthermia 2020: guideline from the association of anaesthetists. Anaesthesia. 2021. Neuroleptic malignant syndrome: a review from a clinically oriented perspective. Curr neuropharmacol. 2015. Initial management of seizure in adults. N engl j med. 2021" this complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced an air embolism and systemic stroke which required medical intervention. The causes of the complications are unknown.